Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with infection developed. The physician determined that the implantable cardioverter defibrillator (ICD) was causing too much tension on the pocket resulting in infection. The ICD was explanted, and pocket debridement was performed. The ICD was replaced later on (B)(6) 2023. Patient condition was stable.